Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead after three to four attempts at rv lead placement, it showed high pacing impedance and high thresholds. There was placement difficulty due to patient anatomy. It was also reported that the rv lead had perforated through the rv apex which was seen on fluoroscopy. The helix was retracted and the lead pulled back in preparation for another placement attempt. On last attempt by the physician to place the rv lead, the helix could not be deployed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted. Distortion and fractured of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction. No further helix function tests were possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead after three to four attempts at rv lead placement, it showed high pacing impedance and high thresholds. There was placement difficulty due to patient anatomy. It was also reported that the rv lead had perforated through the rv apex which was seen on fluoroscopy. The helix was retracted and the lead pulled back in preparation for another placement attempt. On last attempt by the physician to place the rv lead, the helix could not be deployed. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.